Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient's device protrudes "quite a ways" when patient lays on side and it is bothersome. Patient has already discussed with physician and was told there "isn't anything wrong." The device remains in use. No patient complications have been reported as a result of this event.